Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer reported that the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was damaged. Customer states the display did return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.